Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratch/damaged acoustic lens issue could not be determined, however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of angle wire, the play of up/down knob out of the standard value, acoustic lens had scratch which reaches to the glue-layer, nozzle shaved, connecting tube scratched, objective lens scratched, connecting tube had coating peeling, universal cord buckled, control unit had scratched, reduced angulation, switch box dented, suction cylinder shaved, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of right/left knob out of the standard value, scope cover dent, angulation works but angulation control knob feels too loose or light, switch 1 cut, adhesive on angle-rubber detached, image guide protector scratched, control unit scratched, and scope cover dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had major free play and less angulation in up/down movement. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the returned device, the device acoustic lens had scratch which reaches to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.